Event description:
It was reported that the shroud and base of a powered wheelchair chair was broken. The user also stated that the joystick extension cable was cut. The user sustained abrasions on her hands, knees, and elbows. There was no medical intervention.